Event description:
The pt received two injections of a three-injection regimen of orthovisc in the knee. After the second injection, the pt alleged had swelling. The pt had 90cc of fluid removed from the knee and was treated with a cortisone injection.